Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found insignificant anomaly noted . Functioning okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1n15b, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-dec-2021, UDI#: (B)(4). Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported the patient reported shocking and their battery was removed, a new system was placed on the right side. It was reported that during removal the lead broke and they had contacts remaining still. They were calling to see if they could implant a lead next to the fragments. It was noted that on flouro everything was removed except the cylinders of electrodes, all wires were removed. Additional information was received from the rep. The reported the explant date of the lead whose contacts remained in the patient was (B)(6) 2019 and that they had been made aware of the event during removal of the device. They stated they did not know why the lead broke during removal. The rep was asked the event date of the shocking and they reported that per the patient it had been going on periodically for some time, but they did not know the initial date it began. They were made aware of the shocking and the battery removal the morning of the report. No further complications were reported or anticipated.